Event description:
The MFR rec'd a voluntary medwatch stating, "former premature twin, ventilator dependent. Mother took baby to clinic appointment, allegedly at clinic's insistence. Mother was supported by home care nurses other than visiting nurses association, and while there the baby decannulated, they were unable to reinsert a trach, 911 was called, CPR was performed, but the pt was pronounced dead at outside hosp. Patient was discharged from the stable vent unit (svu) 4 days prior. Outside agency other than vna provided home care on ventilator. Clinic insisted that mom bring infant into appointment-baby decannulated there and was unable to be recannulated. Mother and nurse state the alarms did not sound. They did not know there was a problem until they went to take the baby out of the car and the baby was dusky".